Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged from 500-600mg/dl and the customer experienced moderate levels of ketones. Manual injections and boluses were delivered to address the bg levels. Water was consumed in order to address the ketones. No troubleshooting was performed for the past occlusion alarms. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. A pump system check was performed with the current supplies and the occlusion was found to be within the infusion set tubing. The customer was to change their infusion set tubing.